Manufacturer narrative:
Product investigation summary: the following devices were received in a broken condition: one (1) cannulated t8 stardrive screwdriver with quick coupling (part 03.226.004 / lot 2204605) ¿ tip broken. One (1) depth gauge for 2.0/2.4mm cortex screws (part 319.006 / lot 5171091) ¿ broken. A visual inspection, service history review and evaluation, device history review (DHR), drawing review, and functional test were performed as part of this investigation. Due to the limited information provided in the complaint, the definitive root cause of the complaint conditions could not be determined. The cannulated screwdriver was returned with a spiral fracture of the distal tip; the broken fragment was not returned. The relevant product drawing was reviewed with no issues or discrepancies identified. Subsequent drawing revisions were not relevant to the complaint condition reported. The design was determined to be suitable for the intended use when employed and maintained as recommended. A device history review was performed for the returned instrument¿s lot number with no material record reports, non-conformance reports, or complaint-related issues identified. The complaint was able to be confirmed as the device was returned in a broken condition. However, due to the limited information, the definitive root cause of the complaint condition could not be determined. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Manufacturing site: (B)(6). Manufacturing date: november 22, 2006. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during inventory check-up, several devices were found to have malfunctions. A cannulated screwdriver and a depth gauge have broken tips. There was no patient or procedure involvement. Concomitant devices reported: two screwdrivers (part and lot unknown) this is report 1 of 2 for (B)(4).